Event description:
It was reported that this right atrial (ra) lead was explanted due to a failure to capture. Subsequently a new ra lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to return for analysis.